Event description:
It was reported that a home patient (hp) reused a single use device while performing peritoneal dialysis (pd) therapy with the homechoice (hc) device. While troubleshooting a check supply line alarm, the hp noticed that the heater bag was empty and the supply bag was full so they decided to swap the bags around. The tsr advised the hp to end therapy and start over with all new supplies. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.